Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had three sensors that failed, of which, two of these would not release from the serter. The customer's blood glucose was between 220 to 430 mg/dl. Nothing further reported.